Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting an out of range shocking impedance previously. High engery shock at that time resulted in a normal value. Recently, the shocking lead impedance was again found to be high and out of range. No adverse patient symptoms were reported.